Event description:
A (B)(6) female patient with history of coronary artery disease (status post 6 stents) reported to aci that she had problems that led to surgery following a catheterization procedure in which the mynx was used. She had a diagnostic coronary catheterization procedure on (B)(6) 2010. She returned to the hospital with leg pain on (B)(6) 2010. A vascular surgeon (vs) was consulted and at 5pm that day, the patient was taken to surgery. The patient reported that they had to "remove an artery to fix another." The patient remained hospitalized and was discharged on (B)(6) 2010. In follow up, the aci representative found out from the physician that the patient was obese. The physician reported that when he used the mynx to close the patient, he did not obtain hemostasis and held manual compression for 30 minutes. The patient was discharged and returned 3 days post procedure with symptoms of a cold leg. The aci sales professional also reported that the physician felt it was contributed to his technique and that he may have over-advanced the sealant, resulting in sealant misdeployment. No further information could be obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the cause of the reported sealant misdeployment could not be conclusively determined. In addition, without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. Also, it was reported that the physician felt his technique contributed to the incident and that he may have over tamped and put the sealant in the artery. The mynx instructions for use (IFU) states that "ensuring that adequate tension is employed on the device handle to keep the balloon abutted against the arteriotomy, immediately grasp advancer tube at skin and gently advance 2 markers." A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.